Event description:
It was reported that the subject is enrolled in the triathlon ts study and received their study surgery on (B)(6) 2013. The subject needed a liner exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as insufficient medical records were provided. X-rays and patient history records are required for a comprehensive review. Device history review: review of the DHR for this lot was satisfactory. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Medical review of the records provided could only confirm the infection; in addition, device return, x-rays and patient history records as well as pathology reports would be required for a comprehensive review in order to determine a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the subject is enrolled in the (B)(4) study and received their study surgery on (B)(6) 2013. The subject needed a liner exchange.